Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged as evidenced by high pacing thresholds. The rv lead was repositioned and remains in use. During the procedure, the physician indicated that there may have been noise present at a follow-up one week earlier and the rv lead sensitivity value had been reprogrammed to the highest setting at the time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.